Event description:
It was reported that balloon rupture occurred. A 2.50mm/10mm flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 4atm and was then simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that balloon rupture occurred. A 2.50mm/10mm flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 4atm and was then simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. The device was returned for analysis. A visual examination of the balloon identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit; positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the center of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination of the markerband found no issue with the markerbands. A visual and tactile examination of the hypotube identified a kink on the hypotube of the device located approximately 590mm distal of the strain relief. No other issues were identified during the product analysis.